Manufacturer narrative:
This event does not meet MDR requirements as defined by 21 cfr 803. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose was not impacted. Customer continued to use the pump for insulin therapy.